Manufacturer narrative:
Patient is 70+ years of age. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported 1 day following the closurefast ablation that they experienced pain during the procedure and described it as being ¿the worst thing I have ever had in my entire life¿. The patient reported that the physician stated that ¿a lot of people don¿t feel anything¿. The patient has requested the procedure be changed and that the ¿brochure is very misleading" and that they will not use closurefast again. The patient had received treatment on the left great saphenous vein (gsv). IFU was followed. There was no guidewire used for insertion of the catheter. Tumescent infiltration was utilized. Lidocaine 2% aesthesia was used. Manual compression was used. 8 ablations were delivered. 46 cm were treated. The vein closed. There were no issues reported during the procedure. Motrin was prescribed to the patient for the pain.